Manufacturer narrative:
Further information was requested, but not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with missing atrial channel markers on their pacemaker device. It was suspected that the device was under-sensing. No intervention was performed. Symptoms and patient condition after the event were not reported.